Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and upon waking up in the morning, the insulin gauge showed 105 units. The customer's blood glucose level was 200 mg/dl. It was confirmed that tandem technical support would follow up with the customer to obtain if the insulin gauge reading was accurate. Although requested, no additional information regarding the event was provided.